Event description:
Reporter alleged increased blood glucose device readings over a period of two weeks. Reporter stated diabetes medication had been discontinued previously however, they had chosen to begin taking on their own as a response to the supposed higher device results. Reporter stated a family member found patient in bed confused and unresponsive. Reporter stated paramedic's glucose device was 40mg/dl and they administered a glucogon shot. Reporter stated being transported to the hospital, given an IV, and released the next day. Reporter stated the last result in the alleged device was 237mg/dl but did not specify if the result was the last one prior to the event or if the device was used prior to the alleged incident. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.